Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a routine device upgrade procedure, there were episodes of noise noted on the right ventricular (rv) lead. The lead was capped and a new lead was implanted. The patient was stable with no consequences.